Event description:
Failure of blood glucose test meter. Connector on pc board in meter would not accept test strip, meter would not turn on. Test strips had become increasingly more difficult (increasing pressure) to insert into slot in meter. Finally, upon being forced into test slot, meter did not turn on. Test strip contact areas (electrical) were physically marred-scratched. This problem has occurred with 5 consecutive bayer contour blood glucose test meters. The first of which worked for more than 2 yrs before the above problem was encountered. Subsequent meters failed in the exact manner in from 2 to as many as 75 test attempts. Bayer was contacted on 4 occasions and the first 3 meters were returned to them and replaced under warranty; meters from 4 other mfrs show same mode of premature failure.